Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing low flow alarms. The site was unable to change the patient's controller as the driveline was stuck. The patient's aortic valve was also opening abnormally; they did not have an arrhythmia. The patient did not experience any symptoms. Log file analysis contained a sudden drop in estimated pump flow that caused hazard alarms. There also appeared to be a downward trend in both pump power and calculated pulsatility index (pi); these did not appear to be associated with a device issue. An echocardiogram (echo) and computerized tomography angiography (cta) scan revealed an outflow graft obstruction at the anastomosis to the patient's aorta; the issue was resolved and the pump flows were back to normal values. The patient handled this workup well and was discharged home on (B)(6) 2021. The patient later came back for a controller and modular cable exchange on (B)(6) 2021; debris was found inside the modular cable connection and was cleaned out prior to the exchange. The exchange was successful. Related MFR #s: 2916596-2021-06892, 2916596-2021-07197.

Event description:
It was reported that the patient was experiencing low flow alarms. The site was unable to change the patient's controller as the driveline was stuck. The patient's aortic valve was also opening abnormally; they did not have an arrhythmia. The patient did not experience any symptoms. Log file analysis contained a sudden drop in estimated pump flow that caused hazard alarms. There also appeared to be a downward trend in both pump power and calculated pulsatility index (pi); these did not appear to be associated with a device issue. An echocardiogram (echo) and computerized tomography angiography (cta) scan revealed an outflow graft obstruction at the anastomosis to the patient's aorta; the issue was resolved and the pump flows were back to normal values. The patient handled this workup well and was discharged home on (B)(6) 2021. The patient later came back for a controller and modular cable exchange on (B)(6) 2021; debris was found inside the modular cable connection and was cleaned out prior to the exchange. The exchange was successful. Related MFR #s: 2916596-2021-06892, 2916596-2021-07197.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported thrombus and heartmate 3 left ventricular assist system, serial number (B)(6), could not be conclusively determined through this investigation. The controller event log file contained data spanning from 12nov2021 at 06:44:42 to 13nov2021 at 09:24:54, per the timestamp. From 12nov2021 at 06:44:42 to 13nov2021 at 06:11:52, the estimated pump flow ranged from 3.0-3.5 liters per minute (lpm). Beginning on 13nov2021 at 08:31:13, a decrease in the estimated flow was noted and persisted for the remainder of the log file. Estimated flow ranged from 1.2-2.4lpm during this timeframe, resulting in low flow alarms. No other unusual events were captured, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further information regarding the event has been provided at this time. No further events have been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists thromboembolism as an adverse event, as well as a late post-implant complication, that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.